Event description:
The customer alleged they received questionable troponin I (tni) results for one patient on the e-module. The patient's initial tni result was 7.13 ng/ml. Based on the initial tni result, the patient was driven to the hospital. The customer stated that at the hospital, the patient was tested on a siemens dimension analyzer and the result was negative. The customer provided a "troponine ultrasensible" result of <0.04 ng/ml. It was unclear if this was from the siemens dimension analyzer. The customer stated they "dosed again his tube, and obtain yet the same result positive". The customer provided the following results from the same analyzer as the result of <0.04 ng/ml. On (B)(6) 2014, the patient had a "troponine ultrasensible" result of 0.14 ng/ml from the same analyzer as the result of <0.04 ng/ml. On (B)(6) 2014, the patient had a "troponine ultrasensible" result of 0.08 ng/ml from the same analyzer as the result of <0.04 ng/ml. The customer provided a result of 7.78 ng/ml from (B)(6) 2014 from a different patient sample tested on the e-module. On (B)(6) 2014, the patient had a "troponine ultrasensible" result of <0.04 ng/ml from the same analyzer as the result of <0.04 ng/ml. The customer also provided a result of <0.017 ng/ml from (B)(6) 2014 from an unknown analyzer. The customer stated the results of <0.04 ng/ml and <0.017ng/ml were reported outside the laboratory. Information on whether the e-module results were reported outside the laboratory was requested but not provided. Information on whether the <1.0 ng/ml results the came from the same patient samples as the results from the e-module the was requested but not provided. Information on whether the patient was adversely affected was requested but not provided. The tni reagent lot number was 174421. The expiration date was requested but not provided.

Manufacturer narrative:
The customer stated the negative results were from the same samples as the positive results. The discrepant result triggered the patient being hospitalized. The patient was doing well. One patient sample was returned for investigation. The customer's positive tni result was reproduced. The reagent was performing within specification, and no reagent specific issue could be seen.

Manufacturer narrative:
The observed tni result was a false positive. An interference caused by the igg molecule can be assumed, most likely a human anti-mouse antibody. This interference is covered in the product labeling.

Manufacturer narrative:
This event occurred in (B)(6).